Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: the lot was manufactured from july 17, 2020 - july 20, 2020. H10: five (5) actual samples were received for evaluation; along with photographs of the event. The fill port tubing of all samples were cut where the customer emptied the contents. Visual inspection along with magnification was performed; in which brown loose particulate matter (pm) was observed inside the upper middle area in two areas in sample one only. The reported condition was verified in one of the actual samples and the other 4 samples could not be verified due to the possibility that the particle matter was emptied out with the solution when customer drained the contents. Photos were also attached of all 5 bags when they were still filled with solution and indicated particulate matter in the fluid pathway. The photographs verified the pm in the other four (4) samples. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) contamination was observed in five (5) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The pm was further described as fine particulate (looks like thread) and was identified prior to patient use. There was no patient involvement. No additional information is available.